Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. During the night cgm gave an alert that the cgm reading was 322 mg/dl. The patient didn't feel symptoms at that time, but he still injected insulin (did not provide exact units). Minutes after injecting the insulin, the patient started not feeling good, getting sweaty, weak, almost lost consciousness and couldn't walk. A fingerstick was taken and the cgm reading was around 200 mg/dl, and the blood glucose reading was between 35 and 40 mg/dl. The patient´s daughter called an ambulance, and while waiting for the paramedics, she treated the patient with a glucagon injection. When the ambulance arrived the blood glucose reading had gone up to 80 mg/dl. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.